Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Device was discarded.

Event description:
It was reported that during a craniotomy procedure, the router broke and penetrated the artery. It was also reported that the artery needed to be cauterized due to intercranial haemorrhage. It was further reported that the procedure was completed successfully.

Manufacturer narrative:
H6: the quality investigation is complete.

Event description:
It was reported that during a craniotomy procedure, the router broke and penetrated the artery. It was also reported that the artery needed to be cauterized due to intercranial haemorrhage. It was further reported that the procedure was completed successfully.